Event description:
It was reported that alarm heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. Alarms due to zero ml reservoir volume reached and motor stall. The stall was intermittent. It was noted that patient missed her refill and the pump had been empty for 10 days. The pump was interrogated on the day of this report and showed the empty pump alarm was occurring and there was a motor stall occurrence. The pump logs showed multiple motor stalls and motor stall recoveries since (B)(6) 2014. The pump had been empty since (B)(6) 2014. It was noted that the most recent motor stall had recovered. It was noted that there was no electromagnetic interference or magnets involved. The patient did not have baclofen withdrawal. It was noted that the pump would be replaced. The pump was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41430, implanted: (B)(6) 1996, product type: catheter. (B)(4).